Event description:
Customer contacted ameda on (B)(6) 2014, via phone call stating that she contracted a yeast infection in early (B)(6) 2014 which cleared by (B)(6). She and her baby were treated with an oral antifungal and the infection cleared. The customer reported being yeast free for 6 weeks and during this time she discontinued using any breast pumping system. The customer resumed using her purely yours brest pump recently and she contracted another yeast infection. She stated that she feels the pump is related to her recurrent yeast infection. During this on (B)(6) 2014 phone conversation, the customer stated that her and her baby were being treated with a topical antifungal medication.

Manufacturer narrative:
The customer was shipped a replacement pump and new piece parts on 09/11/2014. The used products were returned to ameda on 09/29/2014 and are currently being evaluated. A supplement report will be filed.